Event description:
Oversensing was noted in iemg. Follow-up is scheduled. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between december 18, 2023 and june 17, 2024 recorded the stable pacing impedance around 550 ohms and the slightly increasing shock impedance from 85 ohms to 100 ohms. The short interval counter showed varying values between 8 and 1 from december to april and subsequently values up to 16 until the end of the recording period. The analysis of the available iegm episodes from june and july 2024 revealed synchronous artifacts on the ff and rv channel, which led to the reported oversensing. In particular in episode no. 4239 from june 22, 2024 the oversensing led to inappropriate atp delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. The data did not show any indication for an ICD malfunction. Should additional information or the lead itself become available for analysis, the investigation will be updated.